Event description:
It was reported that the patient experienced unspecified issues with a sling device. An artificial urinary sphincter (aus) was further implanted due to unknown reason. No more information is available at the moment. Additional information was requested, however, it was not provided during complaint investigation.